Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this product problem is being reported. It was found that in the middle of a treatment field the leaf pairs should be closed to protect critical organs. It was found that a gap on the exposure shows a hot spot indicating that a dose was delivered to the blocked area. This dose is at each fraction, and as such is delivered during the whole treatment course. It appears as the customer notes that the leaves are not in the same position as it is defined by the plan.

Manufacturer narrative:
Preliminary risk analysis indicates: severity: preliminary 2 (moderate). There is no info about injury or mistreatment. The images show that filters have been applied which are intended to see the contours of bone structures. The side effect of this filtering is that even small leakage radiation between closed leafs create huge white spots. However, at the moment we cannot exclude that there may be a considerable dose to this area as well. Probability: preliminary d (occasional). To date that issue has been reported only once. No pt details were available at the time of filing. Further investigation is underway. We became aware of this incident on (B)(4) 2011. Initial reporting, investigation on-going.